Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there was visible corrosion/rust inside battery compartment. Pump failed leak test due to battery compartment leak. Battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. Multiple por's observed in the bb, however the complaint was not duplicated during the investigation. Pump opened; evidence of moisture found internally on main pcb. The pump was run on a 24 hour basal program with no intermittent power/reboot occurrences. Returned battery cap attached securely, used to perform investigation. (B)(4).